Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system results for two samples from one patient from a cobas e411 rack analyzer compared to another cobas e411 analyzer and an abbott architect analyzer. A result of 80.7 miu/ml was reported outside of the laboratory for sample 1 and a result of 0.9 miu/ml was reported outside of the laboratory for sample 2. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The qc results were acceptable. The field service representative ran performance testing which failed and he replaced the measuring cell. The analyzer was then determined to be performing acceptably.

Manufacturer narrative:
The patient had another hcg + beta test performed in another laboratory and the result was <2 iu / ml.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event. No further issues were reported after the service visit.